Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0 x 60 mm 200cm ranger drug coated balloon was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 6 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with this device. There were no patient complications as a result of this event.